Manufacturer narrative:
Date of event is estimated. Db6 date of explant- exact date of explant is unknown. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported that the patient's lead was explanted for an unknown reason at an unknown date several years ago.

Manufacturer narrative:
This event is no longer reportable.

Event description:
Additional information received indicates, patient's scs system was explanted electively at an unknown date due to the patient needing MRI. There were no allegations against the scs system. Therefore, the event is no longer reportable.